Event description:
The customer reported that when the ventilator is set at fio2 40%, 60%, 80% or 100%, the monitoring does not increase 19.1% ventilator gives fio2 alarm. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.